Manufacturer narrative:
Device received with blank display anomaly due to moisture damage on electronics assembly. Unable to performed displacement, rewind, seating and basic occlusion due to blank display anomaly. Device received with moisture damage noted on motor, vibrator motor or battery tube assembly. Device received with cracked retainer, and cracked case at battery tube side.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia. The customer's blood glucose level went up to 400 mg/dl. The customer stated that the insulin pump was broken. The screen of the insulin pump was looking fog up and the pump was stuck during the load reservoir process. Customer did not receive complete status with next highlighted on the screen. It was unknown if the insulin pump was on auto mode. The insulin pump will be returned for analysis.